Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited functional undersensing due to amplitude change from the previous 2 beats. Technical services (ts) noted the last 2 beats on the subcutaneous electrocardiogram were processing beats and would not be marked. This s-ICD remains in service. No adverse patient effects were reported.